Event description:
This case was reported by a consumer and described the occurrence of pharmaceutical product complaint in a (B)(6) female pt, who received super poligrip original denture adhesive cream (B)(4) over a period of 15 yrs for denture adhesion. A physician or other healthcare professional has not verified this report. In 1995, the pt started super poligrip original denture adhesive cream three times per day (device misuse). The pt lodged a product complaint, stating that the product only holds her dentures for four hours. Eight yrs prior to this report, in 2002, the pt was diagnosed with neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip original was continued. At the time of reporting, the events were unresolved. MFR's comment: (B)(4). The lot number for super poligrip original denture adhesive cream is available (x09393a) and a sample is expected to be returned for quality assurance testing.

Manufacturer narrative:
(B)(4).